Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. There were two non-gore® balloon expandable stents (brand is unknown) implanted distal to the gore® excluder® limbs, one on each side. It was reported that ultrasound images dated on (B)(6) 2018, revealed a possible occluded limb on the left side of the implanted graft. On (B)(6) 2018, the physician reintervened and dilated the right limb with a 12mmx4cm balloon and did a fem-fem bypass surgery. The occluded limb was occluded from the distal end of the stent on the left limb up to the flow divider of the rmt281414 device. The field sales associate recalls the pxc14122 device was on the left side also and occluded. The patient tolerated the reintervention.

Manufacturer narrative:
Correction event.

Manufacturer narrative:
Patient medications: niacin, aspirin, tramadol, irbesartan, estradiol, and chlorthalidone. Additional devices implanted and/or related to this event: pxc141200/12454304: UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. There were two non-gore® balloon expandable stents (brand is unknown) implanted distal to the gore® excluder® limbs, one on each side. It was reported that ultrasound images dated (B)(6) 2018, revealed a possible occluded limb on the left side of the implanted graft. On (B)(6) 2018, the physician reintervened and dilated the right limb with a 12mmx4cm balloon and did a right to left femoral popliteal bypass surgery. The occluded limb was occluded from the distal end of the stent on the left limb up to the flow divider of the rmt281414 device. The field sales associate recalls the pxc14122 device was on the left side also and occluded. The patient tolerated the reintervention.